Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision.the iol was exchanged for another lens model two months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned adhered to surgical fabric. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).